Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager and customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose level was 150 mg/dl at the time of the incident and blood glucose was 216 mg/dl at the time of the call. Customer reported the drive support cap appeared normal or slightly indented. The customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to successfully clear the alarm and complete pump rewind. Customer reported they had received motor error four times already. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.